Event description:
A cartridge change error was reported with the pump. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through troubleshooting, including inspecting and cleaning the pump's cartridge area and using a new cartridge. The customer successfully completed the load process and was able to resume insulin therapy.